Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports item code 7317 is fraying and the product sticks to the peel away lid and can not be dropped onto the sterile field.

Manufacturer narrative:
An investigation of reported condition was performed. The sample returned did not meet the quality control specifications. The most likely cause of the pad sticking to the package is the product element melting the tray and the most likely causes of gauze fraying is a poor cut edge from the bleaching equipment or misalignment of the roll on the autobander machine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No corrective action is being taken to address the reported condition as the number of complaints that stuck to the package does not exceed a complaint trigger. This information will be utilized for trending purposes to determine the need for additional corrective actions. A quality notice was posted to the quality spotlight board of the manufacturing plant to raise awareness of the issue. If information is provided in the future, a supplemental report will be issued.